Event description:
It was reported by service report that the fowler would not lower manually or electronically. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ball screw assembly.